Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon was inserting an aa4203tl toric silicone plate lens, but didn't like the way the lens was loaded, so ejected and reloaded the lens. The lens was inserted and one haptic tore. The lens was cut into pieces to remove and there was no patient injury, no enlarged incision or sutures. The reporter stated the cause of the torn haptic was due to a loading error.